Event description:
During product evaluation, it was identified that the patient connector found on the uv flash transfer set had a connection issue with a titanium adapter. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h12j16069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the sample was conducted. Visual inspection, leak testing, clamp function testing, and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted. The sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.